Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk) using zoll stat-padz multi-function electrodes (lot number unk) but the device would not discharge. Clinicians disconnected the electrodes and attached external paddles and were able to successfully shock the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.